Manufacturer narrative:
A review of the DHR (device history record) showed no issues with the pump described in the complaint. According to the description of the event, water circulation stopped because the pump was inadvertently turned off while trying to cover the "green power led". Per the customer needs report, (cnr40-0002 rev a), the pump shall have a "power on" indication that is visible to the operator. The "green power led" meets the requirement. In addition, the pump has been designed to meet ul, cul and ce safety requirements needed to comply with the ec medical directive (93/42/eec). Based on the information reviewed, there was not an issue with the pump. Therefore, it has been determined the root cause is human error.

Event description:
New warmer pump has a bright green light. Cryotherapy technician placed a piece of tape over it to deflect the light from shining towards the physician. During the first freeze cycle, the circulating nurse taped a cap over the light and accidentally turned off the pump. This caused the water to quit circulating. Cryo tech caught the error before the second freeze. No delay to the case. No injury to the patient reported.